Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with insulin flow block alarm. The customer reported a blood glucose value of 495 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion) and manual injection/insulin pen. The event involved product(s) mmt-1880, mmt-866a, mmt-7020a and mmt-332a. Troubleshooting was performed, as the customer reported a past event of an insulin flow blocked alarm, which was resolved. Troubleshooting was partially performed for high blood glucose and later the customer declined it. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-866a. No product return is required for mmt-7020a. No product return is required for mmt-332a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0875 inches. No insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. During download history review, no delivery occurred on (B)(6) 2025 10:25:28.000 during bolus, (B)(6) 2025 11:59:56.000 during bolus, (B)(6) 2025 12:10:37.000 during bolus and (B)(6) 2025 13:17:27.000 during bolus. Confirmed 21.9 u of total normal bolus was delivered on (B)(6) 2025. Unable to confirm high bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. However, dried insulin was noted on the motor slide. The p-cap/reservoir does lock properly. The following were noted during visual inspection: dried insulin - motor slide, missing display window/cover, battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube) and cracked case-corner of belt clip rails. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Unable to confirm high bg's. Exposed moisture confirmed on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.